Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is experiencing periodic shocking feeling. There are no known factors that may have led or contributed to the issue. No troubleshooting was performed and no actions were taken. The issue was not resolved. Another manufacturer representative (rep) will contact the patient to troubleshoot the situation.